Event description:
The customer rec'd a shipping box containing eight apex tubing sets. Upon opening the box, the customer found the sterile packaging of one tubing set opened at the corner. There was no pt involvement, injury or surgical delay with this event.

Manufacturer narrative:
Conmed linvatec will not receive this device for eval as it was discarded at the facility. This prod is sold sterile, single use. A 2-yr review found no other reported events where the sterile packaging was open at one corner for this lot number or any other lot numbers. Conmed linvatec will continue to monitor this device.